Event description:
It was reported that there was a leakage from the tubing. No patient injury was reported.

Manufacturer narrative:
Device identification and PMA/510k are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample was received; therefore, visual and functional testing could not be performed. One picture was attached and reviewed. The picture attached shows a close-up of the plate and tube connections. The joint of the tubes is wrapped in tape, but no leak is visible. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.